Manufacturer narrative:
Broken needle samples were subject to a micro-hardness test and vicker's hardness test. Visually inspected as well. Samples passed hardness tests with no failure. Visual inspection showed that the needle had excessive gripping marks (heavy cuts into the surface) from holding device (foreceps) on both segments of the needle. Subjected to severe mechanical damage.

Event description:
Surgeon suturing shoulder needle broke off in pt. Surgeon was able to retrieve broken piece from pt's body. Needle broke in the middle.